Manufacturer narrative:
Literature citation: m. Bannwarth*, j.c. Kleiber , b. Marlier , c. Eap , j. Duntze , c.f. Litre; "ectopic bone formation with joint impingement after posterior lumbar fusion with rhbmp-2". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a publication entitled ¿ectopic bone formation with joint impingement after posterior lumbar fusion with rhbmp-2¿ that a patient with pain and palsy in distribution of right sciatic nerve related to herniated disc, underwent mi-tlif which was performed with interbody application of rhbmp-2 after removal of the herniated disc with restoration of l5-s1 balance failed to alleviate the symptoms. Post-op, symptoms improved but after few months patient reported recurrent low back pain and nerve root pain. Computed tomography 1 year after the mi-tlif procedure showed good-quality fusion of the l5-s1 space with no migration of the internal-fixation material. However, a bony spur was visible at the posterior aspect of the l4-l5 facet joint. Removal of the internal-fixation material failed to relieve the symptoms, which consisted chiefly in incapacitating low back pain. On repeat imaging studies, the abnormality possibly responsible to cause pain was the posterior bony spur, which was shown by computed tomography to impinge on the l4-l5 facet joint. The spur was removed surgically. After one year, the patient reported a marked improvement in the low back pain but had a spinal cord stimulation system implanted in the interval. Her neurological status was unchanged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.